Event description:
Patient reports the last few haegarda deliveries, the IV scig needles have been defective, not assisting with administration correctly. Unspecified if missed dose, no reports of side effects. All known information has been contained on this form. Any additional information will be provided on a separate report. Defects in the complement system.